Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella cp was returned for evaluation. Upon visual inspection, no kinks in the catheter were observed. Optical 5s parameters on returned pump was consistent with a fiber break. Pump did not pass laser light continuity test. Light was coming out of patient cable side of red handle. Placement signal not reliable alarm occurred when pump was connected to console. Optical fiber break was found on the patient cable side of the red handle. All cables coming out of the patient cable was observed to be twisted. Patient cable bond to the red handle was not loose and was not able to translate or twist. Data logs were reviewed and lt log of beginning of case shows that upon initiating pump, optical parameters are consistent with a fiber break. Alarms during case start for optical system errors for catheter and console were triggered. All optical parameters were 0. Clinical details noted that upon pump start up, a "controller error" alarm was triggered but pump was able to run and support patient. The root cause of the optical signal issue is a damaged fiber line. A trend chart was pulled for all impella cp optical complaints with a failure mode of "optical signal issues" and a root cause of "damaged fiber line" from january 2024 to january 2025, and no escalation is needed. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported that a patient was implanted with an impella cp for mechanical support. It was reported that just after starting the pump, there was a controller failure alarm and the placement signal wasn¿t visible. The pump was running without any issues. After changing the controller, the alarm remained. It was decided to not remove the pump and support continued. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.